Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the hospital stating they were, "not feeling very well." Once the patient arrived at the hospital, it was confirmed that the right ventricular (rv) lead was exhibiting noise and had a fracture, causing inhibition of pacing. Due to the patient being pacer dependent the physician elected to cap and replace the lead. No further patient complications have been reported as a result of this event.